Event description:
It was reported that the atrial lead exhibited noise and sensing anomaly, an insulation anomaly was noted proximal to suture sleeve. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found insulation abrasions at 19.3 cm to 19.5 cm, 19.8 cm to 20.0 cm and 20.4 cm to 20.8 cm from the connector pin. The abrasions are consistent with constant friction to another implantable device.